Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's son alleges that his father was driving the chair up their driveway when it flipped back causing him to allegedly fall out.

Manufacturer narrative:
Provider went out to deliver accessories and did an evaluation on the unit. The unit is working properly.

Event description:
Consumer's son alleges that his father was driving the chair up their driveway when it flipped back causing him to allegedly fall out.